Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings:during testing, the battery compartment was found to be cracked. Unrelated to this issue, it was observed that the u-groove of the pump was damaged. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 11/29/2016.